Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was used for treatment of a perforation of a 2.5 mm vessel with pericardial staining. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 2.80 x 26 mm graftmaster rx stent was selected to treat a perforation in a 2.5 mm diameter second marginal of the left circumflex (lcx) coronary artery with pericardial staining. The stent delivery system (sds) was advanced, met resistance with the anatomy and would not cross the lesion. The sds was removed from the anatomy. No further treatment was provided as the event did not cause any hemodynamic compromise. As the patient's previous bypass grafts are still patent, the patient was getting perfusion to the heart muscle through those grafts and the patient was hemodynamically stable. The patient was transferred to intensive care unit (ICU) in stable condition and was discharged home on (B)(6) 2017. The use of the graftmaster did not cause or contribute to complications or adverse events. No additional information provided.